Event description:
Event #1-pt operating scooter in home and travelled down hallway to north wing of home. Pt travelled at minimal turtle speed; slowed to turn and scooter suddenly accelerated to full speed and rammed the drywall wall damaging home and scooter. Pt very confused. Event #2-12/06/97-pt travelled in van equipped with lift to local dept store. Pt drove scooter into store and down aisle into elevator; as pt slowed, scooter device took off and rammed into back of elevator just missing her mother's leg. Event #3-12/8/97-pt drove scooter into bedroom to park it for night, as she slowed, scooter quickly accelerated heading for plate glass window, pt was not touching throttle and removed key which should have stopped scooter, instead it kept going and rammed a large piece of furniture, pt was thrown to floor injuring her right knee and lateral and medial distal tibial and malleollar areas. Bedridden for several days and now severely bruised. There is a rapid acceleration problem here!